Event description:
Per the clinic, the patient was explanted due to a decrease in performance due to multiple electrode anomalies. The patient was explanted on (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).